Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - guide wire selection incorrect.

Event description:
It was reported that the procedure performed was to treat a heavily calcified and mildly tortuous, superficial femoral artery (sfa). The sfa was treated with a peripheral orbital atherectomy system and the emboshield nav6 embolic protection system (eps), over a viperwire advance peripheral guide wire. The angiogram revealed slow flow, concluding debris present in the filter of the eps. An attempt to remove the filter with the emboshield retrieval catheter was unsuccessful as the mouth of the filter was closed. The filter could not be pulled into the 6f sheath as the filter was too full. The viperwire pulled through the filter leaving the filter lodged in the end of the sheath and partially sticking out. Upon removing the sheath, the filter dislodged from the sheath and became lodged in the arteriotomy. The filter plugged the arteriotomy preventing bleeding. The filter was jailed with a non-abbott drug-eluting stent. Additional information was received indicating orbital atherectomy contributed to the slow flow. There was an allegation against the viperwire guide wire as the viperwire pulled through the filter leaving the filter partially out of the distal end of the sheath.